Event description:
It was reported that the patient experienced a "really bad" shocking sensation in (B)(6) 2012. The patient reported that the shocking occurred from "the garage door opening." No further information was known at the time of report. Additional information has been requested. A supplemental report will be filed shall additional information become available.

Manufacturer narrative:
Product ID: 3095-10 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 3093-28 lot# v967499, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).